Event description:
Medtronic received additional information regarding patient information. Aneurysm was large wide neck supraclinoid left internal carotid artery. The vessel was severely tortuous. The devices were inspected and prepared per the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that one pipeline (ped2) was stuck in the sheath and two ped2 failed to open. The patient was undergoing surgery for treatment of petro-cavernous, large aneurysm embolization in the internal carotid artery loop with right femoral access. It was reported that when attempting to introduce the first ped2 (pli10), the physician encountered difficulty with pushing the stent through the introducer sheath. A replacement ped2 (pli20) was then used, but after delivery, it could not open and appose to the vessel wall. After five maneuvers to resheath and redeploy, the physician decided to withdraw the ped2 and xt27 microcatheter. A new ped2 (pli30) was used, and in the second attempt, there was no success in full stent apposition. The middle segment of the pipeline was shown to be closed. After another seven attempts to resheath and redeploy, the physician decided to withdraw and forfeit treatment. No patient symptoms or further complications were reported as a result of this event. Ancillary devices used were a stryker xt27 microcatheter.